Event description:
Voluntary medwatch report states that the right ventricular (rv) lead exhibited a high capture threshold which possibly resulted in loss of capture, oversensing that led to pacing inhibition and low pacing impedance noted in 2024 with variable impedance trends. No changes or interventions were performed. The patient condition was not known.

Manufacturer narrative:
The right atrial (ra) lead reported in a separate medwatch#mw5179780.